Event description:
It was reported that the oxygen delivery of the device reduced to 21% suddenly. It was also reported that the patient's state of health was imparied. The device generated an audible and visible alarm.